Event description:
It was reported that during a routine check., the cs300 intra-aortic balloon pump (iabp) screen is out. Green dots all over the place. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen is out. Green dots all over the place. There was no patient involvement reported .

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the display w/rtv bead sea and after that the fse had performed the complete checkout of a unit. Then the unit had passed all the functional and safety tests and the unit was returned back to the customer. The failure analysis and testing dept. Received part number 10.4 display w/rtv bead seal serial number with a reported unit failure of failed display.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept.installed part number display w/rtv bead seal serial number into the cs300 test fixture serial number and tested the display to factory specifications per the cs300 service manual part number rev. W.the fat could not verify the failure of a failed display after an extended run-in time. The display passed testing. Retaining the display n the fat per procedure number 0002-07-d008 rev.aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.